Manufacturer narrative:
When advancing to the lesion, the stent became stuck and was removed. The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: an image of the shelf carton was provided showing that the size of the device and lot # were the same as what was reported. An image of the stent was provided showing deformation to the stent with raised struts product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal segments. Deformation was evident to the 30th distal stent segments with struts raised and stretched. Deformation was evident to the distal tip. The support wire appeared to be kinked. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 3.0x30mm endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 85% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was preformed with no issues noted. The lesion was pre-dilated several times using a 3.0x15mm sprinter legend balloon at 15atm. Excessive force was used during delivery. During the procedure a 3.5x15mm endeavor resolute stent was first deployed successfully in the lm-proximal lad at 13atm. It was reported that several attempts were made to cross the lesion with multiple pre dilations, however the 3.0x30mm endeavor resolute stent failed to cross due to its calcification. Stent deformation to the proximal portion of the stent was observed. The procedure was stopped. The patient is reported to be alive with no injury.